Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, inflammation, dysfunction, loss of range of motion, elevated cocr ion levels, metallosis and metal poisoning. Subsequently, patient¿s legal counsel reported patient underwent a right hip revision procedure on (B)(6) 2008. Review of invoice history confirmed the acetabular cup, modular head and taper adapter were removed and replaced. Patient¿s legal counsel further reported patient underwent a bilateral hip revision procedure on (B)(6) 2009. Additional information indicates patient underwent revision procedures on the right hip on (B)(6) 2010, (B)(6) 2011, and (B)(6) 2013 due to dislocation. A review of invoice history indicates patient underwent a revision procedure on (B)(6) 2011 on an unknown side. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explants ¿ blank ¿ not revised - remains implanted. This report is number 5 of 21 mdrs filed for the same patient (reference 1825034-2014-00206 thru -00217 & -01716/-01722/ -01724 thru -01729 ).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 12 mdrs filed for the same event (reference 1825034-2014-00206 / 00217).